Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture, noisy signals, and high impedances out of range. This rv lead was successfully replaced. No additional adverse patient effect were reported.